Event description:
During a laparoscopic total colectomy with ileal pouch proceure, the rectum was open and no staples were visible after firing. With a parachute technique it was possible to create the anastomosis after 2.5 hours extra operating time. There was no reported pt consequence.